Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 41 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had recurrent hematuria. The manufacturer's technical service representative reviewed the submitted log file which revealed no unusual events. Additional information was requested but none provided.

Manufacturer narrative:
The patient remains ongoing on vad support with no further related issues reported. A correlation between the device and the reported hematuria could not be conclusively determined through this evaluation. Log file analysis showed normal device operation above the low speed limit for the duration of the log files. No atypical events were captured. Bleeding is listed in the heartmate 3 instructions for use as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU outlines recommended anticoagulation therapy and inr ranges. Despite requests, no further information was provided. The manufacturer is closing the file on this event.